Manufacturer narrative:
D9: product received date 7/23/2024. H3: one device was returned for repair in used condition. The microprocessor board was contaminated. This device has not been in for service in the review period. No applicable evidence to review in the event log. Functional testing was performed, and the reported accuracy problem was duplicated. The cause was expulsor. Replaced the expulsor to correct the problem. Pump passed all functional tests after repair.

Event description:
It was reported that the device failed the accuracy test by 8.15%. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.